Event description:
It was reported that during a da vinci-assisted surgical procedure, the curved-tip stapler 30 instrument was stuck in/on the lung. The customer was able to free the stapler. The instrument was removed from the universal surgical manipulator (usm) 4 and replaced with a new instrument. The error logs showed error 22030 on the usm 4 that had the stapler instrument. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details are available regarding the reported event.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The curved-tip stapler 30 was analyzed and was found to have one firing failure based on the log review which was not replicated through in-house testing. Based on the log review, during the procedure, the stapler had a partial fire on the 1st firing with a white reload. The percentage of completion was 16.72. The stapler was installed onto an in-house system and fired on a test sheet using an in-house gray reload. The instrument fired successfully, and the resultant staple-line was visually inspected. The cut-line appeared smooth and consistent, with no jagged edges or tearing observed. All staples were deployed and correctly formed into the proper b-shape. A review of the logs for the curved tip stapler 30 associated with this event has been performed by an intuitive surgical, inc. (Isi) advance failure analysis (afa). The following additional information was provided: logs show the curved-tip stapler 30 was installed on the system 1 time and fired 1 white reload. On the only install, the first clamp was successful, but was followed by a firing failure. The firing stopped at ~16% completion, as peak torque had exceeded the threshold. The logs show error code 22030 representing the failure. The instrument was then removed and not used again in the procedure. There were no additional stapler related errors in the logs.